Manufacturer narrative:
The event occurred on an unknown date it (B)(6) 2018. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-28 alarm (four air sensor outputs [norm and min] cannot be selected). The alarm reportedly occurred during power up. There was no patient involved. No additional information is available.